Manufacturer narrative:
H6: investigation summary bd received 110 samples and 6 photos for investigation. The photos and samples were visually inspected and the customer¿s indicated failure mode for 'scratched tubes, foreign matter (fm) in gel, ink smear (dirty tube), printing defect, and bubbles in gel' with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd determined that the root cause of the indicated failure modes was attributed to: 1. The black fm in the tube appears to be a piece of burnt silica. The root cause of the white fm in the gel would be inadequate mixing of material used in the gel manufacturing process. Inadequate purging of the line resulted in further processing of the tube. Additional housekeeping has been implemented in the tubes operation to mitigate foreign matter. 2. The scratched tube is due to an equipment jam prior to the tube evacuation process with an incomplete purge of tubes affected by the jam. 3. The ink smear and defective marking/printing on the tubes is a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. 4. Based on the investigation results, gel air bubbles may occur in tubes when inadequate purging occurs during gel drum changes. Bd has initiated further root cause investigation relating to the issue of 'scratched tubes, foreign matter (fm) in gel, ink smear (dirty tube), printing defect, and bubbles in gel' through corrective and preventive actions. (CAPA #2201538).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological/non-biological, no label missing label and air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: air bubbles ×58 fm in gel x24 defective marking x18 dirty tube ×4".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological/non-biological, no label missing label and air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: air bubbles ×58, fm in gel x24, defective marking x18, dirty tube ×4."